Event description:
The customer reported that the shock was not delivered to the patient. They reported that there was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.